Manufacturer narrative:
Eval summary: the reported incident shall be evaluated in two separate parts. For "no external power": plugged ventilator into ac power and the external power led did not illuminate. Unplugged power cord from ventilator and performed a voltage check across the input leads; the voltage was 115vac. Removed power supply and performed a continuity check on the main input protection fuses f1 and f2; both fuses were opened. Replaced power supply, reassembled the ventilator and plugged it into ac power, the external power led illuminated. Pressed the on/standby button and the ventilator turned on normally. The reported failure was confirmed. The main input protection fuses (f1 and f2) of the power supply had failed. For "ventilator shutdown as battery alarm sounded": the ventilator initiated constant voltage (trickle) charge normally but the battery only lasted 3 hrs on discharge with all alarms initiating within 3 mins. Performed all upgrades and removed battery. The lot code of the battery indicated that the battery was mfg in march 2005. Replaced battery and placed ventilator back on batview to monitor the charge and discharge cycles of the new battery. The ventilator indicated constant voltage (trickle) charge normally and the battery lasted 13.5 hrs on discharge with all alarms initiating at the proper intervals. Performed necessary upgrades and performed an operational verification procedure; the ventilator passed all tests. The reported failure was confirmed. It was due to a failure to perform proper maintenance at the correct intervals thereby causing the internal battery to exceed its svc life. Please note that according to the MFR's operating manual of the ht50 model, the internal battery should be replaced yearly or when the battery no longer meets the needs of the user.